Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow was unable to be confirmed as no log files were submitted; however, the low flow event was reportedly associated with a seizure that led to cardiac arrest. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. The patient expired on (B)(6) 2021 due to subdural hematoma (refer to manufacturer report number 2916596-2021-05275). (B)(6) has not been returned for evaluation at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists other neurological events (not stroke-related), respiratory failure, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction and arrhythmia as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced atrial fibrillation on (B)(6) 2021, and the patient¿s antiarrhythmic medication was increased. The cardiac arrhythmia was not considered to be device-related, and the patient had a history of atrial fibrillation prior to the implantation of the ventricular assist device (vad). Computed tomography (CT) was performed and showed no acute intracranial abnormality. The acute encephalopathy with delirium resolved without sequelae on (B)(6) 2021. The patient¿s cardiac arrhythmia remained in ongoing/stable condition as of (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced neurological dysfunction on (B)(6) 2021 as they became more confused throughout the day and suddenly became unresponsive. A concern for seizures was noted and the patient was scheduled to be given ativan but the issue resolved prior to administration. Low flow and pulsatility index (pi) events were noted after this issue. The patient also experienced respiratory failure. The patient became unresponsive and cardiopulmonary resuscitation (CPR) was performed for 8 minutes and the patient was intubated. The patient also experienced cardiac arrest and changes had to made to medication. Computed tomography (CT) scan was negative. The patient had a rapid response for seizure with progression to respiratory depression. The patient was extubated on (B)(6) 2021. The event resolved without sequelae on (B)(6) 2021. The patient went into rapid atrial fibrillation with heartrate in 150's on (B)(6) 2021. The patient was treated with amiodarone. The patient was found to have acute encephalopathy with delirium. The neurological dysfunction resolved without sequelae on (B)(6) 2021.